Event description:
It was reported that the pump intermittently shut off unexpectedly. There was no reported impact to the customer's blood glucose level. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.